Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the fractured lead was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experienced autoreducing/ high impedance was reported to abbott. No intervention is scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of two leadss; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 90cm slimtip trial lead kit, abt, model: mn10350-90a, UDI: (B)(4), serial: (B)(6), batch: 7672433.

Event description:
It was reported that the patient was experiencing high impedance from lead fracture. Surgical intervention may be pending.